Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the reported issue of " does not show the red/green ¿load set¿ screen" was confirmed as a system error 320 (latch switch error) that occurred at power up of the device which indicates a door state issue. The cause was determined to be the lower hook switch not functioning properly and the lower auxiliary requires replacement to address this issue. This malfunction would not lead to a death or serious injury if it were to recur, but instead would result in a delay of therapy. The customer reported "air in line" was not able to be tested for since the device alarmed system error 320 at power up. However, a review of the event history log revealed air in line messages. Inspection of the device found the upstream sensor values out of range as cause for this issue. The upstream pusher setup will be performed to correct this problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to these reported issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problems " does not show the red/green ¿load set¿ screen and "alarms air in line" was not reproduced due to "system error 320". A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified however the cause of the air in line condition was undetermined. The cause of the issue " does not show the red/green ¿load set¿ screen was determined to be the lower hook switch depressed. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump does not show the red/green ¿load set¿ screen and alarmed air-in-line within 1-2 minutes of infusing. This occurred during use in the biomedical service department. There was no patient involvement. No additional information is available.